Event description:
The report is from (B)(4) study. The patient was a (B)(6) white male with a history of previous pci ((B)(6) 2008), family history of coronary artery disease, hyperlipidemia, hypertension, myocardial infarction, diabetes mellitus, and gastric bypass surgery(2005). The target lesion was the distal right coronary artery (rca). Vessel diameter was 2.25mm and the lesion length was 18mm. The lesion was de novo and a type a classification. Pre-procedure stenosis was 90%. A cxs23225 was direct stented at 20atm. Post-procedure stenosis was 0%. There were no procedural complications. The patient was discharged the following day. Additional information received (B)(4) 2010: the patient returned on (B)(6) 2010 and had a xience v2.5 x 12mm stent deployed in the distal rca. It is unknown when the restenosis was found. Pre-procedure stenosis was 80%, lesion length was 10mm.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Additional information received 6/6/2011: the adjudication committee determined that the patient had a peri-procedural mi during the index procedure ((B)(6) 2010).

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a peri-procedural myocardial infarction (as noted in the adjudication minutes) and restenosis after having a coronary artery stent implanted. The patient's medical history is significant for previous percutaneous intervention, coronary artery disease, hyperlipidemia, hypertension, myocardial infarction, diabetes and gastric bypass surgery. The target lesion was the distal right coronary artery, described as de novo, 18mm in length, 2.25mm in diameter and 90% stenosed. A 2.25mm x 23mm cypher rx was directly implanted at 20 atms and the reported residual stenosis was 0%. Post-procedure on (B)(6) 2010 at 21:49, the ck was not tested, the ckmb was 7.6 (nl 6.6, ratio 1.15) and the troponin t was 0.04 (nl 0.01, ratio 4). On (B)(6) 2010 at 07:11, the ck was 351 (nl 308, ratio 1.14), the ckmb was 42.3 (nl 6.6, ratio 6.41) and the troponin t was 0.16 (ratio 16). On (B)(6) 2010 at 18:25, the ck was 426 (nl 308, ratio 1.38), the ckmb was 49.7 (nl 6.6, ratio 7.5) and the troponin t was 0.19 (ratio 19). On (B)(6) 2010 at 08:06, the ck was 310 (nl 308, ratio 1.01), the ckmb was 23.4 (nl 6.6, ratio 3.55) and the troponin t was 0.24 (ratio 24). The patient was discharged the following day. Approximately seven months later, chest pain inspired angiography revealed a new lesion in the left anterior descending artery and 80% restenosis of the distal rca. The lad was treated with the implant of a xience stent and the patient returned a month later for treatment of the restenosed rca. The restenosis was treated with the implant of a xience v 2.5mm x 12mm stent. The patient is currently symptom free. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is a known potential adverse event associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. Restenosis is a known potential adverse event associated with implanting coronary artery stents. Review of the information provided suggests that vessel/lesion characteristics (small vessel diameter) and/or patient factors (diabetes, hypertension) may have contributed to the reported event.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced restenosis after having a coronary artery stent implanted. The patient's medical history is significant for previous percutaneous intervention, coronary artery disease, hyperlipidemia, hypertension, myocardial infarction, diabetes and gastric bypass surgery. The target lesion was the distal right coronary artery, described as de novo, 18mm in length, 2.25mm in diameter and 90% stenosed. A 2.25mm x 23mm cypher rx was directly implanted at 20 atms and the reported residual stenosis was 0%. The patient was discharged the following day. Approximately seven months later, chest pain inspired angiography revealed a new lesion in the left anterior descending artery and 80% restenosis of the distal rca. The lad was treated with the implant of a xience stent and the patient returned a month later for treatment of the restenosed rca. The restenosis was treated with the implant of a xience v 2.5mm x 12mm stent. The patient is currently symptom free. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents. Review of the information provided suggests that vessel/lesion characteristics (small vessel diameter) and/or patient factors (diabetes, hypertension) may have contributed to the reported event.